Event description:
It was initially reported by the physician that the pt was in the clinic and they received high lead impedance on diagnostics test. Physician wanted to refer pt to a surgeon for a lead revision. No pt manipulation or trauma was reported. Further info received indicated that pt's generator was replaced. It is unk if the leafs were also explanted. Good faith attempts to obtain additional info has been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.